Event description:
The event involved an unspecified chemo lock in which the customer reported that when the healthcare professional was reconstituting bcg (immunotherapy) when it became disconnected from the bd 50ml syringe. The chemolock remained connected to chemolock 13mm closed vial spike, and immunotherapy spill occurred; majority of the spill was contained on blue tena underpad. A spill kit was used to clean the area per protocol. The healtchare professional used a new chemolock on bd 50ml syringe to mitigate further spills. The reporter stated that there were no defects noted on the tubing set before it was used. The tubing was replaced and therapy resumed. There customer reported patient involvement but no patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.